Event description:
(B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore excluder aaa endoprosthesis. It was reported that during the procedure both internal iliac arteries were coil embolized prior to the implantation of the device, which landed distally in the external iliac arteries. The patient also had a bilateral femoral bypass procedure using vascular grafts to treat bilateral femoral artery aneurysms. The procedure concluded without incident. (B)(6), 2008, the patient presented with an occlusion of the right external iliac artery and right femoral artery, involving the implanted iliac extender component. The physician performed a femoral to femoral crossover bypass using a vascular graft. On an unknown date, the left femoral bypass vascular graft was removed due to infection. (B)(6), 2009, the left femoral artery ruptured at the anastomosis site of the previous graft removal. The patient expired due to hemorrhaging.